Event description:
It was reported in a (B)(4) study of an acl reconstruction whereas six months post-op, patient suffered from lateral pain of knee. The bio-transfix implant was removed.

Manufacturer narrative:
This report is provided based on a literature review. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. The most likely cause of this type of post-op issue leading to revision surgery is patient non-compliance with the post-op protocol. The directions for use states that postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. An attempt will be made to contact the author through the publisher for further event information. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.